Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the time on the pump changed from 3:35 pm to 3:25 pm without user interaction. Blood glucose level was 123 mg/dl. Tandem technical support assisted customer with correcting time settings.